Manufacturer narrative:
The received device had the cannula assembly not deployed. No evidence was found that would result in a failure of the needle mechanism to deploy the needle. The downloaded data showed that the device ran 45 first prime pulses and was deactivated after 4060 pulses were completed. The device generated an 0x18 alarm, indicating that the reservoir was empty, and it was confirmed that the reservoir was 0% full. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. The pod was worn for 36 to 48 hours on the abdomen. Blood glucose levels reached 300 mg/dl. A new pod was applied and a correction was given.